Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime, compromised forced sensor system and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify device deficiency anomaly due to motor error alarm noted. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm. Customer stated the tubing was bent or kinked. Assisted customer in performing a 5.0 unit fixed prime and customer stated the insulin exited. No harm requiring medical intervention was reported. The device will be returned for analysis.